Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device was not showing leads ECG and was unable to pace. No negative pt impact was reported.